Event description:
It was reported that the ventilator's peep value was drifting 2-3 points. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
Our investigation has determined that the complaint in this report is a duplicate of (B)(4) with manufacturer report# 8010042-2017-00025. Please refer to 8010042-2017-00025 for the event problem, evaluation codes and additional manufacturer narrative.

Event description:
(B)(4).